Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, missing display window cover and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were rushed to the emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 535 mg/dl. Customer did not feel okay to trouble shooting. Customer also reported that they experienced hypoglycemia and blood glucose level was 57 mg/dl. The insulin pump will not be returned for analysis.